Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 2.1 had a defective drawer controller board stopping station from booting. A field service engineer (fse) replaced the drawer controller to resolve the issue and verified station booted and the drawer functioned in application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 1 had failed. The issue occurred after the station displayed a black screen. The customer rebooted the device, but issue persisted. The customer stated that this malfunction occurred while dispensing medication to patients. However, there were no delay to patient care and adverse events or injuries reported based on this incident.